Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported to boston scientific that a captivator cold snare was used to remove a polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, when cutting the polyp, the snare loop broke off. The loop remained stuck in the scope. By inserting a new snare into the scope, the loose loop was able to push out of the scope. The loop was retrieved using a new snare and pulled it out through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150208 captures the reportable event of entrapment of device. Block h11: investigation result the captivator cold snare was not returned; therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of loop detached is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label. The investigation concluded that, due to lack of evidence and without proper evaluation of the device, this investigation is assigned a most probable conclusion code of "cause not established" the conclusion is acceptable because of the analysis of the available information in the complaint did not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a captivator cold snare was used to remove a polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, when cutting the polyp, the snare loop broke off. The loop remained stuck in the scope. By inserting a new snare into the scope, the loose loop was able to push out of the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150208 captures the reportable event of entrapment of device.

Event description:
It was reported to boston scientific that a captivator cold snare was used to remove a polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, when cutting the polyp, the snare loop broke off. The loop remained stuck in the scope. By inserting a new snare into the scope, the loose loop was able to push out of the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.